Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. The suture of a proglide device was successfully placed. The sheath was upsized to 14f and the tavi procedure was completed. Reportedly post procedure, the large hole was intended to be closed with the one pre-placed proglide device and one angioseal device; however, there was still bleeding. The knot was not locked well because the single hand technique was not used. The white suture was pulled ahead of time locking the knot. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6 - medical device problem code 2017- improper or incorrect procedure or method- failure to follow steps / instructions. The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the knot was not locked well because the single hand technique was not used. The white suture was pulled ahead of time locking the knot. It should be noted that the electronic perclose proglide instructions for use states: with the rail suture limb securely wrapped around the left forefinger, place the suture trimmer under the left thumb to assure a single-handed position and complete the know advancement with slow consistent increasing tension until the suture is taut. In this case, the physician was aware of the IFU deviation. The reported difficulty appears to be related to the user error. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.